Event description:
After an abdominal aortic aneurysm endovascular procedure on a (B)(6) male pt with pre-existing hypertension condition, an endoleak was found during the angiogram after the stent grafts were implanted. The physician thought the leakage came from branch vessels or iliac branch vessels. However, the endoleak was still there even after 2 extra limbs were placed (this made a total of 3). After carefully checking the angiogram video, the stent was found to disconnected from the graft due to the break of suturing lines. The blood came out from the suturing side.

Manufacturer narrative:
(B)(4). The event is currently under investigation.